Manufacturer narrative:
(B)(4). Date sent: 6/15/2021. D4: batch # u9588y. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was returned with no apparent damage to the external components. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lockout after all the clips have been fired; therefore a potential cause for the customer reported experience is the firing of all of the clips, and as a result, the instrument could no longer be fired due to the activation of the lockout mechanism. The instrument has an orange indicator that appears on the top of the handle as a reference for the user regarding the number of clips remaining. No functional testing could be performed as the device was returned empty. The event described could not be confirmed as the device was returned empty, no functional testing could be performed, and no product defect was identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: inspect the jaw tips to ensure the clip is fully advanced in the jaws. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip. Note: the shaft can be rotated 360 degrees to facilitate visualization and accurate placement. Ensure that the clip is the correct size for the vessel or tubular structure being ligated. If the vessel or tubular structure is too large for the clip, remove the device and use an appropriately sized ligation device." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hepatectomy, the clip was not held on vessel firmly. The device was used on the blood vessel. Another device was used to complete the case. No bleeding or damage of the target tissue was observed. There were no adverse consequences to the patient. The patient¿s condition is stable. No further information is available.